Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the locking pins on the trocar are sheared off. The distal end of the trocar is slightly damaged which is consistent with the trocar hitting the side of the femoral rod. The associated sleeves were not returned with the trocar. From historical investigations, this type of failure on the trocars occurs due to a combination of the quality of the bone and user technique. However, with no information available regarding the technique and the sleeves, it cannot be determined if the above reason contributed to the event. A batch record review has been conducted and the results indicate that this batch was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate, at this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the post on the interlocking tocar broke off while drilling during an acl procedure. Nothing fell inside the patient. The surgeon used another cross pin kit to complete the procedure with no patient consequences and a 2 minute delay. The devices are coming back for evaluation. No further details were available.